Event description:
The tip of the wire separated and could not be snared. The report received indicated that the intended procedure was a percutaneous transluminal angioplasty (ptca); when the physician tried to pull back the atw guidewire, the loop detached from the corewire and the tip of the wire came off and went into the patient's right coronary artery. Attempts to snare the tip were unsuccessful and remained in the patient. It is not known if the tip was able to be retrieved; however, the patient was reported to be well. Additional information indicated, the device was inspected, prior to use; there were no anomalies, bends or kinks noticed. Fluoroscopy was used while advancing the wire, there was no resistance encountered or reduced torque control.

Manufacturer narrative:
A procedural cd is available for evaluation; however, as of to date, it has not been returned. The product is not available for evaluation as it was discarded by the facility. Additional information will be submitted within 30 days upon receipt.